Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number.  This event will/was be reported on 0009613350-2017-00087.

Manufacturer narrative:
Information was received via journal article.

Event description:
There were two cases of reorganization of the bony trabecular structure that failed to appear in the weight bearing area of the acetabulum after 2 years.